Event description:
I was informed yesterday by my doctor that my philips respironics CPAP machine was recalled months ago by the manufacturer. There is a defect with some sort of foam inside it. I have had respiratory problems for months. Why was I not told sooner? I must use this device every night because I have severe sleep apnea. It will cost me over (B)(6) to get a new one. Philips' website says it could be a year before they send me a new one or fix the one I have. They say this problem can cause cancer or death. I am afraid to use it. Because I can't sleep without it, I will have to spend (B)(6) on a new one. What can philips do to make this right? Do I have to sue them? I don't have this kind of money. Thank you. FDA safety report ID # (B)(4).